Event description:
Unable to use stent since the deployment string snapped.

Manufacturer narrative:
This report is being submitted as an initial MDR by the manufacturer. The hospital also submitted a report under maude adverse event report. (MDR report key: (B)(4) based on the description, a deployment failure occurred during the procedure. The product was not returned, so no physical evaluation was performed. Therefore, we could not assume the root cause of the breakage of the product and the deployment failure.